Event description:
It was reported by the patient that his inflatable penile prosthesis (ipp) device only inflates to a full erection about 20% of the time. He is not able to compress the pump most of the time because it feels very had. "On occasion a click is heard and then the device can be inflated." The patient has tried daily to manipulate the device with inflation and deflation. No further intervention has been reported.